Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11sep2020.

Event description:
It was reported to philips that the ventilator went inoperative; showing error code data acquisition pcba while in use. The device was in clinical use at the time of the event, however the ventilator was swapped and there was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer advised the error was in the significant event log and verified the 3.3v in the pneumatics screen. The rse advised that it was suspected the da (data acquisition) to mc (motor controller)pcba (printed circuit board assembly) cable needed replacement. The part information was provide to the customer to order a replacement part. The customer who confirmed on that replacement of the da to mc pcba cable resolved the issue.